Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v006362, implanted: (B)(6) 2006, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389s-40, lot# v006362, implanted: (B)(6) 2006, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient ¿all of a sudden¿ started to shake again on one side. The day prior to report the programmer was used and a beep was heard, and it had shown ¿that it was on and then it showed that it was off.¿ the device was turned back on for a short time, and it ¿seemed a smidgeon better.¿ during the night it started to get worse and worse, and in the morning when attempting to check the battery with the programmer the reporter could ¿not get anything.¿ the batteries in the programmer were replaced, and the green light for the programmer battery was showing the battery was ok. It was noted the patient ¿noticed something¿ a week prior as there was a slight shaking, but it was reported to have been aggressively getting worse, with the day prior and the morning of report reported as the worst. It was noted the patient would get a slight tremor ¿at times.¿ it was reported the patient felt a ¿little electrical shock in their toes¿ and that it had occurred a couple of times. Additional information has been requested, but was not available as of the date of this report.